Manufacturer narrative:
E1: facility name (B)(6). H10: additional related report #3012307300-2024-09451 investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line alarm. The product fault occurred while used with a patient. It was stated that the event occurred twice via two separate pumps with different cassettes and tubings. It was unclear if the side effects reported by the patient were a result of receiving extra 5-fu versus other systemic chemotherapy. Per reporter, the customer calculated delivery accuracy and in this case, the infusion was in spec at 5.4% according to the history log. It had an internal quality assurance on their infusions and noticed an increased trend of air in line alarms, along with infusion ending up to 2.5 hours early. The product fault occurred while in use with a patient. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair was noted for the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.